Event description:
It was reported that a progav 2.0 (part # 81202020) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve has a defect. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data available.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - no anomalies detected permeability test: the test showed that the progav 2.0 is permeable. Computer - controlled test: to check the flow rate of the valve, the valve was tested on a miethke computer- controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer - controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 18,32 cmh2o. This is within the specified tolerance of 20 cmh2o ± 3 cmh2o. An applied pressure of 20 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 20 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, no visible deposits were found in progav® 2.0. For more detailed visibility, the possible proteins/deposits in progav® 2.0 were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. After colouring, deposits were found in progav 2.0 results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.